Manufacturer narrative:
(B) (4). (B) (4). The 3.0 x 19 mm graftmaster (part 12744-19, lot 504860), and the 4.0 x 19 mm graftmaster (part 12746-19, lot 484807), are being filed under separate MFR#s.

Event description:
Device issue: none. Adverse event: perforation requiring surgical intervention. Onset of adverse event: after stent placement. It was reported that during a circumflex graft stenting procedure in an (B) (6) graft, during stent deployment at 14 atmospheres, a perforation occurred. Two jostent graftmasters were successfully deployed at the site of the perforation, but dye continued to extravasate into the myocardium. Pericardiocentesis was unsuccessful, so the pt was taken to surgery for a pericardial window and the placement of a pericardial drain. The pt left the recovery room in stable condition. On (B) (6) 2010, the pt was discharged to home. Although requested, there was no add'l info provided.